Event description:
This spontaneous case report was received from a physician in (B)(6) on (B)(6) 2014. The report refers to a female patient of unspecified age who was to have essure (fallopian tube occlusion insert) inserted and was discharged without problem but it went to kink, during removal attempt the device expanded and broke and complication of device insertion. No information was given on patient's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2014, the patient was to have essure (fallopian tube occlusion insert), lot number b72580, inserted by physician for sterilization. The implant was discharged without problem but it went to kink. During removal attempt it expanded and broke. Ultrasound showed part of the implant in situ in right cornu. Also x-ray showed a part of the implant in right cornu (two mark points visible). Further plan was to perform laparoscopic sterilisation. Reporter did not access device-event relationship.